Manufacturer narrative:
Medwatch MFR report # 2916596-2018-02577 reported the pump stoppage against the system controller. Approximate age of device ¿ 6 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011 it was reported that lvad system produced a red heart alarm with instruction to change the system controller when switched from wall power to battery support. The patient exchanged the system controller. The patient was reported as asymptomatic. Review of the submitted log file by the manufacturer¿s technical services¿ representative revealed a low speed advisories and a pump stop prior to the system controller exchange. These events could have been associated with the alarm to change the system controller. The log file review also revealed out of sequence time stamps.

Manufacturer narrative:
Manufacturer's investigation conclusion: the review of the log file provided by the account confirmed the reported pump stop and low speed events. A specific cause could not be conclusively determined through this evaluation, although it was thought to be related to the change system controller alarm. Additionally, power elevations were noted within the log file. Review of the submitted log file found 10 drops in pump speed lower than the low speed limit with corresponding low speed advisories. Additionally, there was a pump stop recorded. During this time, there were associated elevations in pump power. No other atypical alarms were captured throughout the log file. A specific cause for the low speed events and pump stop could not conclusively be determined, although it was thought to be related to the change system controller alarm. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.